Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was scheduled for cardioversion for atrial fibrillation (af). This was cancelled due to lack of atrial lead, to avoid atrioventricular dyssynchrony. No product performance issues noted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the cardiac resynchronization therapy defibrillator (crt-d) patient that they were supposed to be shocked. They were reportedly told in the operating room that they did not have an "upper lead" and that they could not be shocked by the personnel present. The right atrial port of the patient's crt-d was pin-plugged as they did not have an atrial lead implanted. The crt-d remains in use. No further patient complications have been reported as a result of this event.